Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/01/2016. Belt: 07/03/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the life vest. The patient was reportedly at dialysis at the time of the event. The patient's nurse indicated that the life vest began to alarm and the patient was reportedly conscious when the event began and fell unconscious shortly after. Review of the download data indicates that the patient entered bradycardia which transitioned to vf at 11:08:41 on (B)(6) 2019. The life vest delivered 16 shocks over the course of 22 minutes. The first six shocks were delivered during vf. The rhythm following treatment shocks 1, 2, and 4 was bradycardia at 50 bpm that subsequently transitioned into vf. The rhythm following treatment shock 3 was sinus rhythm at 85 bpm with recurrent vt. The rhythm following treatment shock 5 remained in vf and the rhythm following treatment shock 6 was vt at 210 bpm self-converting to sinus bradycardia at 50 bpm transitioning to svt at 180 bpm. Treamtne shock 7 was delivered during svt. The rapid rate contributed to the false detection. The rhythm following the shock remained in svt and self-converted to sinus rhythm at 60 bpm. A non-treatable rhythm was then declared until the patient re-entered vf. Treatment shock 8 converted vf to svt at 190 bpm with nsvt. The life vest delivered treatment shock 9 during sinus rhythm at 60 bpm with nsvt. The rhythm following the shock was vf. The life vest responded to vf and delivered treatment shock 10 that converted vf to sinus rhythm transitioning again to vf. Treatment shock 11 was delivered again in response to vf and the rhythm following the shock was sinus rhythm at 60 bpm. Approximately two minutes later, the life vest entered a false detection during sinus rhythm at 70 bpm with nsvt. The life vest subsequently delivered treatment shocks 12 through 16 during svt, sinus rhythm with nsvt and sinus tachycardia with nsvt. The rhythm following the final shock was sinus rhythm at 70 bpm with nsvt. The life vest was shutdown at 12:09:33, approximately 30 minutes following the final shock and the patient passed away.